Manufacturer narrative:
The patient /family was the initial reporter, so personal information was not entered.

Event description:
The customer stated the contour next link had not stored her blood glucose readings since the beginning of june. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A new meter was sent to her.